Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal morphine. The dose and concentration were unknown. It was reported that the patient experienced a lack of pain relief. Diagnostic imaging was performed. It was noted that the hcp suspected a csf leak and were going to replace the pump portion of the catheter. It was also noted that an abandoned catheter from previous surgery may have contributed to cerebrospinal fluid (csf) build up. During revision, it was determined that the pump pocket was infected, and the decision was made to remove the pump and the catheter. The system was explanted on (B)(6) 2017, and the customer discarded the product. It would be replaced in the future. The issue was not resolved. However, it was noted that the patient¿s status was alive ¿ no injury. The patient¿s weight and medical history were unknown. The manufacturing representative did not know when the patient first started experiencing the issue. There were no further complications reported.

Manufacturer narrative:
Section 'device' information refers to the main device, the other relevant components includes: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter; ubd: 03/22/2019, UDI# (B)(4); product ID: 8731, lot/serial# (B)(4), implanted: (B)(6) 2005, product type: catheter; ubd: 09/12/2007; UDI#: (B)(4). The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they had a new pump and catheter implanted ¿last year in (B)(4) (2017)" and the next thing they knew was that they were having headaches and they were leaking ¿crap,¿ the spinal fluid out of their back, because of an infection in their spine. The patient stated this was in (B)(6) 2016 (however, the patient also reported the pump and catheter were implanted in (B)(6) of 2017, and it was previously reported by the healthcare provider that the patient¿s pump and catheter were implanted on (B)(6) 2017 and explanted on (B)(6) 2017, due to the infection). The patient¿s pump was removed and the patient was placed on oral medications. The patient stated the oral narcotics were killing their kidney and they were finally able to get a new pump after 8 months. The patient reported they received a new pump in (B)(6) 2018.